Manufacturer narrative:
No product was provided for analysis. Rga was issued for device return. Multiple attempts were made to obtain the device, but the device has not returned for evaluation. Procedure completed successfully with different device. There was no adverse event with the patient. As per the event description, the introducer sheath was split, the hemostatic valve stayed attached to the implanted lead and the operator had to cut off with scissors and scalpel. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported from new zealand that during the lead implant procedure, when the introducer sheath was split, the hemostatic valve stayed attached to the implanted lead and the operator had to cut off with scissors and scalpel. The introducer sheath was contaminated with blood during the procedure and the procedure time was prolonged. The introducer was attempted, not used. No patient complications have been reported as a result of this event. Device was discarded.